Event description:
It was reported that the patient had a power on reset (por) condition. It was noted that the patient had radiation therapy about 8 to 10 inches away from their implantable neurostimulator (ins) in the abdomen. It was stated that during the radiation therapy, electromagnetic interference may have occurred. It was noted that the por condition was cleared and the stimulation was resumed. It was added that the patient was doing "fine." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010. Product type: implantable neurostimulator: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).